Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 25 mg/ml 4.498 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The patient had an infection at the suture site at the location of the pocket. Within the last 5 days the site had drainage noted as "weeping." The infection was not confirmed. The hcp planned to do a culture of the drainage. On (B)(6) 2017 the hcp performed a procedure and the pump was explanted and the wound was cleaned and cultured. Magnetic resonance imaging compatibility was requested for scanning the catheter. There was no allegation against device sterility. Per the physician, they were positive the infection was not related to the pump. Regarding if the infection was resolved it was indicated as ¿in progress.¿ no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.